Event description:
During a knee arthroscopy, it was noted metal flakes began appearing in the joint space. The tool was removed and the joint was irrigated profusely until it appeared clear. The tools were sent to the manufacturer for their evaluation. No injury occurred to the patientdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: none or unknown, none or unknown, incorrect technique/procedure. Conclusion: device failure occurred and was related to event, device failure directly caused event, device failure directly contributed to event, device was out of spec in a manner that relates to event, no failure detected but product out of specification, user error caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.